Event description:
Additional information reported that the patient was not receiving any relief from the pump prior to the lead repositioning procedure. The medications in the patient's pump were: hydromorphone at a concentration of 30.0 mg/ml and a dosage of 12.0 mg/day; and bupivacaine at a concentration of 12.0 mg/ml and an infusion rate of 0.4 ml (simple continuous).

Event description:
Previously reported information stated that the patient was not receiving any relief from the pump prior to the "lead" repositioning procedure. This should have read, "catheter" repositioning procedure. Additional information reported that a x-ray performed on (B)(6) 2007, confirmed the malposition of the catheter following its dislodgment from the intrathecal space. The catheter tip was noted to have been positioned "too high." A fluoroscopy was performed on (B)(6) 2007, and showed that the catheter needed to be "pulled down" to the t10 vertebral level.

Event description:
It was reported that the pt experienced intractable pain symptoms. A CT scan was done. The pt's catheter was repositioned from t6-t9. The pt recovered without sequela. The medications being delivered via the device system were hydromorphone and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information was received. It was reported that the event was possibly related to the implant procedure and the etiology was reported as ¿surgery/anesthesia¿.